Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported long boot time. Hard drive was reconfigured and software reloaded to resolve issue. (B)(4).

Event description:
It was reported that the programmer boot time was long. The programmer was returned for repair. No patient complications have been reported as a result of this event.